Event description:
First implant was rejected after several weeks of draining and wouldn't heal. Rptr had to wait unitl her body absorbed the polyurethane coating, then she had the second implant in 10/88. Now she has been tested and has some of the agent in her bloodstream which can cause medical problems in her bones, muscles, and heart. (See also 1001403.) This info was submitted as follow-up 7/25/94: it has become necessary for rptr to have her implants surgically removed and those removed implants are now in her possession. At least one of them is still leaking and rptr has many medical problems which she believes are a result thereof.